Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was not feeling the new lead post operatively. The new lead was placed at t7/t8. Impedances were normal, however, when changing the reference electrode, elevated impedances of 38,000, 26,000, and 7,600 on only electrodes 8-15 were noted. It was suggested that stimulation be applied for 10-15 minutes and then recheck impedances. No interventions or outcome were reported regarding this event. The rep. Later reported that the cause of the abnormal impedances was determined to be because the physician had to do a blood patch on the patient and now that it had dried the impedances were within normal range. The physician felt the reason the patient sometimes felt stimulation and sometimes didn¿t was related to her neurological anatomy. She had some ¿dead zones.¿ it was noted that the patient also had some dementia which may affect her perception as well. They tried a percutaneous lead above and below and the paddle without much success. The patient was not getting adequate stimulation for her low back pain but the physician wasn¿t sure they could do anything more. Refer to manufacturing report #3004209178-2015-02807 for capture of blood patch.